Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported alarms and pump stop events. Although a specific cause for these events could not be conclusively determined through this evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. Additionally, the reported superficial damage to the driveline could not be confirmed. The submitted log file captured several brief low speed and pump stop events on 08may2024 and 09may2024 while the patient was being supported by battery power. Based on previous complaint history, these events appeared consistent with a potential driveline wire compromise. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, ¿patient care and management¿ (under pump performance monitoring), covers wear and tear to the percutaneous lead. Section 7, ¿alarms and troubleshooting,¿ addresses all system controller alarms and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvas driveline's have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient's pump was turned off on (B)(6) 2024. The patient was awaiting a transplant and therefor the pump had not been explanted.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had low flow alarms and low speed advisories on (B)(6)2024. They called the hospital to report the alarms and also stated to have had multiple pump stops on (B)(6)2024. The events occurred when the patient was in a seated position and when they were on battery power. The patient was stable but was brought to the intensive care unit (ICU). An x-ray of their driveline was performed but came back unremarkable. They were not able to identify an area of concern from the x-rays. It was noted that their driveline had been repaired in the past. It appeared there was one area that was distressed on the external portion near the system controller. The cable was taped. The patient's log files were reviewed and confirmed the speed reductions and pump stop events occurred on 08may2024 and 09may2024 and occurred when the patient was on battery power. The data in the log files indicated there was an internal fracture and showed signs of a phase to phase short. It was suggested that the patient remain on battery power or an ungrounded patient cable and power module to reduce interruption in pump support. It was advised that the patient avoid any movements or positions that could generate an alarm. The patient was upgraded on the transplant list.